Event description:
On 7/7/08, the distributor reported that during surgery, the probe broke in the pedicle. The surgeon was using a high rotation power driver. No part of the device was left in the surgical site. The surgeon was able to retrieve the broken piece and finish the case as intended.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.